Manufacturer narrative:
(B)(4).the writer will submit a follow-up medwatch report when the evaluation results or if additional information becomes available.

Event description:
The facility representative reported an infusor pump with a condition of pump broken. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. During the product evaluation at baxter, a constant alarm occurred during the initial run during testing and caused an interruption during delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "pump broken" was confirmed and reproduced as a micro processor unit printed circuit board issue. The root cause was not identified. The device was returned unrepaired and there were no upgrades/repairs performed on this device. Functionality of the device was not verified due to estimate refusal by the customer. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.